Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off due to insufficient power. When the pump was connected to a power source the customer reported the pump was unable to be charged. The customer stated that there is a pin missing from inside the usb charging port. The customer's blood glucose (bg) level was impacted (490 mg/dl). A manual injection as administered to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.